Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 95% stenosed lesion was located in a mildly tortuous and non-calcified distal left anterior descending artery (lad). The lesion was 44mm long and the vessel was 3mm in diameter. The lesion was predilated. The physician deployed a taxus liberte' 2.75x24mm drug eluting stent, inflated to 14 atm's for 10 seconds. The physician did not experience any inflation or deflation difficulty. The stent was deployed without waist. The physician waited 30 seconds after deflation to attempt to withdraw the balloon and then experienced resistance when trying to remove the balloon from the stent. The balloon was able to be removed after the guide catheter was deep seated and the physician pulled with force. The stent remained in place and the delivery device was removed intact. A 2.5x20mm taxus liberte' stent was then placed overlapping the 2.75x24mm taxus liberte' stent. No issues were encountered with this device. No pt complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.